Event description:
Information from (B)(4) database. Post pipeline procedure, it was reported that the patient had three more pipelines implanted. The patient had a computed tomography (CT) scan on (B)(6) 2012, that showed a subarachnoid hemorrhage (sah) and a computed tomography angiography (cta) which showed filling of an internal carotid artery (ica) aneurysm. The patient returned two times to angiography to have additional pipelines implanted due to the filling of the intracranial aneurysm (ia) and sah. The patient also had a thrombus within the ia cavernous sinus syndrome, ptosis, and ophthalmoparesis. She was discharged on (B)(6) 2012. The issues subsequently resolved and no other complications were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient. (B)(4).

Manufacturer narrative:
Updated the model numbers of the devices involved in the event as shown below: model: fa-71400-35 / lot: not reported. Model: fa-77475-14 (qty. 2) / lot: not reported. Model: fa-77500-12 / lot: not reported. Reference (B)(4) follow-up 1.

Manufacturer narrative:
(B)(4).